Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. As per the information collected, battery was fully charged, mode of failure was found to be defective button 6. The philips field service engineer (fse) inspected the system onsite and confirmed the wireless foot pedal was defective. Fse replaced wireless foot pedal. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot pedal would not pair with the base station. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.